Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap became detached from a transfer set. This event occurred before use with patient involvement. The transfer set was still in use at the time of the report. There was no report of patient injury or medical intervention associated with this event. No additional information is available.